Event description:
It was reported for a patient that they were having an increase in seizures. Information was received that diagnostics were run and were within normal limits. The increase in seizures stated to be "unlikely related" to vns implantation and "possibly related" to vns stimulation. No corrective action is required as no new cause or new harm has been established for patient or user.